Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 5mg/ml at 1.4mg/day and dialudid 10mg/ml at 3.43mg/day via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The company representative reported they got a call from the ER (emergency room) staff stating the patient came to the ER (emergency room) stating the pump was alarming since yesterday and she was getting an 8474 code (pump reset) on the ptm. The company representative checked the pump logs and the logs showed reset, low battery reset, and safe state. The patient experienced withdrawal and pain. The pump was programmed to minimum rate and the alarm was turned off. The cause of the reset, low battery reset and safe state was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Failures included delivery failure. Injuries included overdose, hospitalization, and seizures. Dates of injury included (B)(6) 2016; it was noted that the event was continuous in nature. The pump was pending explant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-05; the pump and catheter were received for analysis.

Manufacturer narrative:
Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed.